Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was repositioned due to muscle stimulation. The tip of the lead was at the apex and it was pulled 3 centimeters (cm) back. The tip was away at the apex and it was pulled. The physician also reported that the pocket was slimy. The lead was repositioned in the current vessel. No further complaint was heard from the patient after the event. This lead still remains in service. No additional adverse patient effects were reported.